Event description:
(B)(4). Bleeding during menstrual period got increasingly heavier, started passing large blood clots (some the size of a tampon), excruciating pain during menstrual period, pain during intercourse, overall tenderness in abdomen/genital areas, depression, weight gain. Developed endometrioma and required to schedule a full hysterectomy to solve issues.